Manufacturer narrative:
B2: date is approximate, year is valid. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 2 months following the implant of this transcatheter bioprosthetic valve, the patient's blood pressure dropped to 20 mm hg with a heart rate of 40 beats per minute. Ten minutes later, asystole was noted. Death was confirmed 7 minutes after the asystole began. Per the physician, the primary cause of death was intestinal necrosis due to sepsis. Contributing factors to the patient's death were a right vertebral aneurysm and a hemorrhagic infarction.

Event description:
It was reported that approximately 2 months following the implant of this transcatheter bioprosthetic valve, the patient's blood pressure dropped to 20 mm hg with a heart rate of 40 beats per minute. Ten minutes later, asystole was noted. Death was confirmed 7 minutes after the asystole began. Per the physician, the primary cause of death was intestinal necrosis due to sepsis. Contributing factors to the patient's death were a right vertebral aneurysm and a hemorrhagic infarction. Additional information was received to confirm per the physician, neither a medtronic device nor the transcatheter aortic valve repl acement procedure were contributing factors to the patient's death.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Device code, eval code result, and eval code conclusion were updated. Corrected data: e. The full facility address was inadvertently omitted from the initial medwatch report. H6. Patient code was inadvertently omitted from the initial medwatch report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4. H4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.